Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The involved luer thermistor attached to the cardioplegia was an unbonded type. In the cardioplegia manufacturing process, in order to prevent cracks due to excessive tightening of the luer thermistor, a dedicated tool is used to tighten with a certain torque. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. It is likely based off the reported description, that there was no anomaly such as a breakage in the actual product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that pre-treatment, prior to priming of the involved capiox cardioplegia line, the product was inspected and it was confirmed that the luer thermistor (temperature sensor connection part) was loose. After turning the luer thermistor, it closed and was used without any problem. The patient was not harmed. The procedure outcome was not reported.